Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 184 mg/dl.